Event description:
A customer reported that their pump administered an unexpected 10-unit bolus when they entered 18 carbs. This led to their blood glucose (bg) level dropping to as low as 12 mg/dl, requiring emergency intervention from their spouse, who administered glucagon and called 911. The customer reportedly lost consciousness as a result of the low bg. The customer was taken to the emergency room, hospitalized, and later admitted to the intensive care unit, where a glucose injection was received to resolve the low bg. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. Customer was released on 1/12/2026 with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.